Event description:
Pt underwent cardiac catheterization procedure. While closing with perclose the device failed and the needle did not come out. Fluoroscopy performed and the needle was still in the device. The device was removed under general anesthesia without further complications.